Event description:
Distributor contacted dexcom technical support on behalf of patient's mother on (B)(6) 2014 to claim no audio output on (B)(6) 2014. Patient's mother had a doctor check the settings of the receiver and they were correct. Patient's mother reset the receiver and it did not resolve the issue. Patient's mother did not report any injuries or medical intervention.

Manufacturer narrative:
(B)(4).